Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right side poking me") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included (B)(6) infection in 2008, umbilical hernia repair in 2003, endometriosis and uterine bleeding. Concurrent conditions included depressive disorder, pap smear abnormal, dysplasia since 2010, uti, depression, menstruation irregular, vaginitis, vaginal discharge, gardnerella vaginalis vaginitis and (B)(6). Concomitant products included metronidazole benzoate (flagyl), sertraline hydrochloride (zoloft) and ursodeoxycholic acid (ursodiol). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic hysterectomy , total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: complete bilateral fallopian tube occlusion w/o peritoneal spilling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure device location of device: right side poking me, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Medical history, concurrent condition and concomitant medication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right side poking me') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2008, umbilical hernia repair in 2003, endometriosis and uterine bleeding. Concurrent conditions included dysplasia since 2010, depressive disorder, pap smear abnormal, uti, depression, menstruation irregular, vulvovaginitis, vaginal discharge, gardnerella vaginalis vaginitis and herpes simplex. Concomitant products included metronidazole benzoate (flagyl), sertraline hydrochloride (zoloft) and ursodeoxycholic acid (ursodiol). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse"). The patient was treated with surgery (laparoscopic hysterectomy , total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2013. Date(s) of removal: 15may2018 ( laparoscopic) and 09sep2018 (hysterectomy), total hysterectomy (uterus and cervix removed). Date(s) of insertion: (B)(6) 2013 and date(s) of removal:01may2018 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: complete bilateral fallopian tube occlusion w/o peritoneal spilling. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received- hospitalization was added to genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('malposition of essure device location of device: right side poking me') and genital haemorrhage ('heavy abnormal bleeding'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chlamydial infection in 2008, umbilical hernia repair in 2003, endometriosis and uterine bleeding. Concurrent conditions included: dysplasia since 2010, depressive disorder, pap smear abnormal, uti, depression, menstruation irregular, vulvovaginitis, vaginal discharge, gardnerella vaginalis vaginitis and herpes simplex. Concomitant products included: metronidazole benzoate (flagyl), sertraline hydrochloride (zoloft) and ursodeoxycholic acid (ursodiol). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic hysterectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and dyspareunia was resolving. And the genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2012 and (B)(6) 2013. Date(s) of removal: (B)(6) 2018 ( laparoscopic) and (B)(6) 2018 (hysterectomy). Total hysterectomy (uterus and cervix removed). Date(s) of insertion: (B)(6) 2013. And date(s) of removal: (B)(6) 2018 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, complete bilateral fallopian tube occlusion w/o peritoneal spilling. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right side poking me") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2008, umbilical hernia repair in 2003, endometriosis and uterine bleeding. Concurrent conditions included depressive disorder, pap smear abnormal, dysplasia since 2010, uti, depression, menstruation irregular, vulvovaginitis, vaginal discharge, gardnerella vaginalis vaginitis and herpes simplex. Concomitant products included metronidazole benzoate (flagyl), sertraline hydrochloride (zoloft) and ursodeoxycholic acid (ursodiol). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic hysterectomy , total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2013 date(s) of removal: (B)(6) 2018 ( laparoscopic) and (B)(6) 2018 (hysterectomy), total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: complete bilateral fallopian tube occlusion w/o peritoneal spilling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: new pfs received- outcome of event pain from unknown to recovering/resolving was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.